Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015. The physician received an unsuccessful cavity integrity assessment (cia) test. The physician performed a laparoscopy and "noticed a perforation on the posterior wall." No medical intervention was required. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.